Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 524 mg/dl. Customer current blood glucose level was 354 mg/dl. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleged insulin pump was under delivering because of rising blood glucose. Customer was assisted with troubleshooting for high blood glucose. The reservoir will not be returned for analysis and insulin pump will be returned for analysis.